Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; no complaint received with return of device. Failure (event) observed during analysis. A complete lead was returned in two pieces. Analysis found internal abrasion at 7.4-8.2 cm, 14.0-14.9 cm and 29.5- 31.0 cm from the electrode tip. In all abrasion zones, the etfee cable coating was intact.